Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-504-psc9 and lot number 113601223 combination found no related information. H3 other text : unknown device disposition.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a bi-lateral tka procedure. On (B)(6) 2013 due to right patellar subluxation, chronic effusion and mid-flexion laxity status the patient had a right knee proximal realignment patella subluxation patelloplasty during which the following devices were explanted: bearing implant ar-503-bh12, lot 113601221 and patella implant ar-504-psc9, lot 113601223. To complete the procedure the surgeon implanted the following arthrex products: bearing implant ar-503-bh18, lot 113601222 and patella implant ar-504-psd0, lot 113601237. Patient is a male and was (B)(6)years of age at time of procedure. Dob (B)(6) 1953. Medical records indicate patient has a bmi of 35 which is in the obese range and is contraindicated for this product.